Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "power would not increase over 30." (Power source issue); "system switched out to complete case." (No code available). A biomedical engineer reported the power would not increase. The system was switched out and the case was completed. There was no pt injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was tested and met all product specifications. A review of complaints for the last 24 months indicated no additional, related reports for this system. (B)(4).